Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cerebral bleeding. The cause of the cerebral bleeding was not known and was not caused by a fall. There was no change in patient condition or anticoagulation status that may have contributed. No information regarding patient symptoms were provided from the hospital. The death was not considered to be device or therapy related and the device operated as expected. An autopsy was not performed and the device was not explanted.